Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found. Performance data collected from the device was analyzed and indicated high resistance/impedance. An out of tolerance subthreshold lead impedance measurement initiated a patient alert (B)(6) 2010. Rv pace lead impedance rises from an approximate baseline of 375 ohms the week of (B)(6) 2010 to a high of 1904 ohms the week of (B)(6) 2010.

Event description:
It was reported that there was an increase in impedance on the right ventricular lead (competitor). The device and lead were explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was an increase in impedance and a high/unstable/unmeasureable threshold on the right ventricular lead (competitor). The device was extracted along with the lead. No further patient complications were reported as a result of this event.